Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged; the case was continued using a second fiber, which was replaced due to decreased tissue vaporization efficiency. The case was completed using a third fiber. There was no injury reported. This report is for the first fiber used.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the metal cap is detached and has not been returned. The glass cap is broken at the area where the output window is located. The glass cap shows severe devitrification at the broken tip. Because of the devitrification, it is hard to confirm if the fiber is broken or not. The outer flow tube shows signs of tissue debris near the open end of metal cap. The probable root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.